Event description:
It was reported that the lead impedance has been high since implant and has been increasing over the past three years. The impedance is now over 5000 ohms. All other parameters are stable and the lead is functioning fine. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).